Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for analysis. Shaft kink was not confirmed. The shaft separation was confirmed. Failure to advance could not be replicated in a testing environment as it is based on operational circumstances. Based on a visual/dimensional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. . A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience prime everolimus eluting coronary stent systems instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. In this instance, the IFU deviation appears to have contributed to the reported kink and shaft separation.

Event description:
It was reported that the target lesion was located in the distal left anterior descending artery (lad) with heavy calcification and 90% stenosis. The xience prime 2.75 x 33 mm stent failed to advance to the lesion, despite pre-dilatation, due to resistance with the anatomy. With repeated pushing, the proximal shaft of the device kinked and subsequently separated. The separated portion was retracted and another xience prime stent was implanted to treat the lesion. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.